Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board or interface pca and system pca needs to be replaced to address the issue. At this time, further investigation will be performed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board or interface pca and system pca needs to be replaced to address the issue. The device's oxygen blending module board, interface board and system board were to be replaced to address the issue. Although the service life has been exceeded, the specified parts were replaced as per a request from the customer as below: trilogy02 pm1 kit, which was not related to the malfunction/issue.